Manufacturer narrative:
Concomitant medical products: 4058m52 lead, implanted: (B)(6) 1995; 5024m-58 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with a lower than expected heart rate and an interrogation of the cardiac resynchronization therapy pacemaker (crt-p) indicated the device had reached unexpected elective replacement indicator (eri) and pacing with no capture. A second interrogation was unable to be completed and it was noted the device was unable to be interrogated. The patient then arrived at the hospital and the device was interrogated again with elective replacement indicator (eri) observed. The patient information was not available and there was pacing with no capture again. It was noted the interrogation looked similar to a power on reset (por), except there was no capture. The patient was taken to the procedure room for a device replacement and the pacing had restored itself. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Battery analysis found high internal resistance between the cathode and cathode current collector, which greatly lowered its voltage output under load conditions. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.